Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4)- the dentist reported that, 2 years after the dental implant was installed in patient¿s mouth, its removal was performed, due to the fracture of the abutment which has compromised the adaptation.